Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During an inspection of the endoeye flex deflectable videoscope, the adhesive on a-rubber bending section had a chip found. The most likely cause or probable cause of the reportable malfunction is deterioration or breakage of the adhesive (chemical stress / physical stress). There was no patient involvement.